Event description:
Pt dislodged the hemostasis valve when he tugged on the sheath. There was a loss of blood and the pt coded. Pressure was applied to the bleeding site and the pt was intubated. He recovered with no further complications. The hosp informed co that there was nothing wrong with the pt and that the cause of this incident was due to the pt pulling on the sheath.